Event description:
A report was received that the patient underwent a non-device surgery and since then the patient is not able to charge. The physician replaced the ipg. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent a non-device surgery and since then the patient is not able to charge. The physician replaced the ipg. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed internal visual test performed. The complaint the ipg is dead and unable to be charged was confirmed. The device was charged 3 cycles in an attempt to bring it out of hibernation, but was unsuccessful. It was determined that the analog ic had an internal short(s) resulting in excessive current drain of the battery. The damage done to the analog aic-u1 resulted in the inability to charge the ipg out of reset mode and regain telemetry functions. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. The use of monopolar electrocautery (bovi) resulted in the reported complaint. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).